Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had gradual return of symptom. Patient stated when stim was implanted it helped with her symptoms then she had a return of symptoms. She had informed the healthcare provider (hcp) and manufacturer representative (rep) that there was something wrong with the system. Patient stated the rep checked it and told her the system was fine and it was something else. Rep tried to reprogram but nothing would help. It was indicated that the system was removed (B)(6)2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had gradual return of symptom. Patient stated when stim was implanted it helped with her symptoms then she had a return of symptoms. She had informed the healthcare provider (hcp) and manufacturer representative (rep) that there was something wrong with the system. Patient stated the rep checked it and told her the system was fine and it was something else. Rep tried to reprogram but nothing would help. It was indicated that the system was removed (B)(6) 2016. There were no further complications that have been reported as a result of this event. Additional information received as patient mentioned that interstim therapy just did not work for them. They had many bladder infections after the implant in (B)(6) 2014. They had many different bladder medication prescribed for them in 2 years period. The implant was removed in (B)(6) 2016.

Manufacturer narrative:
Note: was changed from (B)(6) 2017 to (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient mentioned that interstim therapy just did not work for them. They had many bladder infections after the implant in (B)(6) 2014. They had many different bladder medication prescribed for them in 2 years period. The implant was removed in (B)(6) 2016.